Event description:
It was initially reported to the manufacturer that the pt was experiencing an increase in seizures since the pt walked through a metal detector at school. The increase in seizures is above pre-vns baseline. The nurse practitioner at the pt's neurologist's office indicated that they suspect the metal detector changed the pt's generator somehow; however, the pt's settings did not change. Diagnostics were performed at the same office visit and all results were within normal limits. F/u revealed that the pt's generator was replaced because the pt's mother wanted the surgery done. The neurologist is unsure of the relationship of the increase in seizures to vns. No pt manipulation or trauma is suspected to have contributed to the event. Explanted generator is being sent to the manufacturer for analysis.